Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an infold was observed. The valve was withdrawn from the patient and replaced with a new valve. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: section b5 - second paragraph. Section h6 - imf/annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an infold was observed. The valve was withdrawn from the patient and replaced with a new valve. No adverse patient effects were reported. Additional information was received indicating that a misload was not identified during loading. It was stated that the infold was observed at first recapture, and the valve was recaptured one time due to a low implant depth. According to the physician, the patient's severe aortic calcification contributed to the infold. It was also noted that a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Image review: two static images and one media file were provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 85.8 millimeters (mm) with a perimeter derived diameter of 27.3mm which suggested a 34mm evolut. The patient¿s annulus had protruding calcium extending to the left ventricular outflow track. A fluoroscopic valve load inspection was provided for review and confirmed a good load. Images provided show an infold just prior to the point of no recapture. It was not known if the infold occurred during the first deployment attempt or if any recaptures were performed that could have contributed to the infold. The valve was deployed on the sterile field and the infold was confirmed. The infold was characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.